Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump had an issue a few weeks prior. The pump was "going on and off". Patient and device information, specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. This information was already reported in manufacturing report 3007566237-2015-02863. Further information regarding this report will now be reported in this report number.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal, fentanyl and bupivacaine. The pump was programmed to flex mode delivering lioresal 2000mcg/ml at a dose of 964.9mcg/day, fentanyl 609mcg/ml at a dose of 293.82mcg/day and bupivacaine 20mg/ml at a dose of 9.649mg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. On (B)(6) 2015, the patient started to hear the critical alarm. The pump logs were checked and showed a motor stall at 00:21 and recovery at 00:30; a 2nd stall at 1:52 and recovery at 2:07; a 3rd stall at 5:09 and recovery around 11:40 when the pump was interrogated; and a 4th stall at 14:04 on an unknown [illegible] date. The pump eri (elective replacement indicator) was 18 months. No mris (magnetic resonance image) had been performed recently. It was noted that the patient looked a little flushed and doesn't feel well. The pump was explanted on (B)(6) 2015. The patient's status was reported as alive - no injury. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.